Manufacturer narrative:
S/w version 4.11e. Retainer ring = clear . Pump case: ngp . Customer returned pump for alleged high bg, under delivery anomaly, and pump error 63 observed on (B)(6) 2023. Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and dat at .0869 inches. No unexpected alarms/alert/anomalies noted during testing. No unexpected alarms/suspends related to an under delivery anomaly. The history/trace downloads were successful using thus and carelink. Verified the following alarm/alerts on or near event date: pump error 63 variable 03 on (B)(6) 2023 08:42:00.000. Keypad overlay was peeled and keypad traces were inspected ic u1 and found cracked solder joint on pin 1. The daily total of bolus delivered on 09-apr-2023 was 23.3 u. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, and cracked retainer. Unable to verify customer alleged for high bg. No unexpected alarms/suspends related to an under delivery anomaly. Under delivery anomaly not confirmed. Pump error 63 variable 03 confirmed due to cracked solder joint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 313 mg/dl at the time of the event, the customer was treated with the insulin pump and manual injection. Troubleshooting was performed and it was verified that pump was utilized within 48 hours of the event along with active automode feature and customer  reports that the retainer ring is clear and customer reports that the pump is under delivering with no leaks found and also reported with pump error 63 and customer  can able to clear the alarm and can able to rewind the pump and alarm occurred during basal. No further patient complications were reported. The customer will discontinue the use of the device and will be returned for analysis.